Manufacturer narrative:
Evaluation summary photographs of one used device were received by medtronic for evaluation. The reported event was confirmed through the photographs. The root cause of the observed condition was determined to be a result of the inner handle member missing adhesive. This issue has been brought to the attention of the appropriate manufacturing personnel and an action has been initiated in order to prevent this condition from recurring. Should we receive additional information a supplemental will be filed at that time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a procedure, the handle appeared have come unglued. There was no negative patient impact and the physician was able to complete the case with another handle without issue.